Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a leak in the catheter was confirmed, and the cause was determined to be related to use of the device. The groshong 4 fr s/l nxt PICC was received in three segments. The proximal catheter segment was attached and secured to the two piece connector. The tubing extended 1.3cm beyond the distal end of the strain relief oversleeve. The middle catheter segment was 20.4cm in length. The distal catheter segment, which contained the 3-position valve and tungsten plug, was 36.4cm in length. The catheter was sectioned between the 36 and 37 cm depth marks and between the 56 and 57 cm depth marks. The adjoining ends of the catheter were microscopically examined and the cross sections were noted to be glossy and striated, which is indicative of a sharp instrument cut. The catheter was most likely cut after removal. A functional test revealed a leak in the middle catheter segment near the 49cm depth mark. No other leaks were observed in the catheter. The distal catheter segment was occluded with blood residue. A microscopic examination of the leak site in the middle catheter segment revealed a longitudinal breach in the blue stripe. The groshong tubing was cut open to examine the inner lumen wall, which revealed that the breach was longer on the inside surface of the catheter. The extent of damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage can occur if the catheter is compressed over the stylet wire. It was reported that the catheter was damaged during the procedure. At what point during the procedure the catheter was damaged is unknown as it was not reported. The precautions in the IFU state, ¿avoid device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rean1381 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that when advancing the catheter in the patient with access, they encountered damage during the procedure . The catheter was punctured causing a leak during the infusion of nacl. No patient injury reported.